Manufacturer narrative:
The information related to event has been updated in summary. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer did not use the insulin pump for a low but overbolused with the insulin pump for cereal intake.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 20 mg/dl at the time event and current value was 121 mg/dl. Customer stated she gave herself too much of a bolus to treat low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not in auto mode. Customer declined to troubleshoot for the audio anomaly and calibration now alert. The device will not be returned for analysis.